Event description:
It was reported that patient experienced five infusion set issues in which insulin is not getting after insertion event on 02 jan 2026. The infusion set was in use for couple of hours. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 4 of 5. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.